Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented after an implant procedure. The physician suspected an arterial system bleed near the subclavian access site. The physician opened the chest pocket, moved the implantable cardioverter defibrillator, resolved the bleeding, and repositioned the device during procedure on 10 nov 2020. The patient was in stable condition.